Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. No equipment was returned for evaluation. Bleeding and respiratory failure are listed in the instructions for use as potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. There were no reported device issues with the newly implanted pump. This event is being conservatively reported as a death because the events leading up to the respiratory event were reported as "unclear". The date of event is estimated. The actual date of the onset of bleeding was not reported. The referenced pump exchange is reported under medwatch MFR. Report #2916596-2017-01651. (B)(4). Approximate age of device: 27 days. The pump was retained and will not be returned for evaluation; the hospital's pathology department will perform their own analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) and underwent a pump exchange on (B)(6) 2017. It was reported that on an unspecified date post pump exchange, the patient developed new onset, ongoing gastrointestinal (gi) bleeding. There was no prior history of gi bleeding while the first pump was in use. No specific information was provided regarding the treatment rendered for the gi bleeding events. The second pump was reported to be functioning as intended. The patient never left the ICU and ultimately expired due to an unspecified respiratory event on (B)(6) 2017. The information regarding the events leading up to the respiratory event were reported as "unclear". The patient received CPR but did not wish to be intubated. No additional information was provided.